Manufacturer narrative:
(B)(4). S/w ver. 4.11e. Retainer ring = clear. On (B)(6) 2021 customer alleged cosmetic damage/cracked retainer on the pump. The test p-cap locks properly in place in the reservoir compartment noted. Cracked retainer ring during visual inspection noted. The following were noted during visual inspection: cracked keypad overlay, cracked retainer, cracked case (battery tube) and cracked battery tube threads. The pump passed the displacement test. In summary, the pump was received with a cracked case (battery tube) and cracked battery tube threads confirmed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the retainer ring was cracked. Customer stated that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.